Manufacturer narrative:
It was reported that there have been multiple occurrences where the syringe "rubber stopper" isn't "sitting correctly and keeps pulling air into the system". According to the customer they've been replacing the syringe when the issue occurs, and they did not report any incidents of air being injected into the patient. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that there have been multiple occurrences where the syringe "rubber stopper" isn't "sitting correctly and keeps pulling air into the system".